Event description:
The facility representative called baxter technical service on (B)(6) 2010 to report an infusor pump that will not alarm when the syringe is empty. The customer thinks that this problem is caused by a micro processor failure or resistor failure. The incident occurred during bio-med testing. Although baxter attempted to obtain information, details were not available on this event. No additional information is available.

Manufacturer narrative:
(B)(4). Device has been received for evaluation. The reported issue of no end of syringe alarm was confirmed. Root cause of the no alarm was caused by a bad mpu pcb board . Technician has replaced the mpu pcb board. The pump has been returned to the customer.